Manufacturer narrative:
Investigation and conclusion 1. Event description: it was reported that a patient underwent an initial left total hip arthroplasty performed (B)(6) 2011, during which, the surgeon had extensive difficulty seating the final cup to keep the hip stable. Subsequently, the patient was revised (B)(6) 2018 due to metal related pathology and recurrent dislocations. A new head, liner, and shell was placed. After the revision, the patient continued to experience recurrent dislocations requiring closed reductions. No further revisions have been reported to date. Harm: s3 - dislocation. Hazardous situation: properly placed implants do not accurately restore the patient's kinematics and/or anatomy. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Southern maine health care reports: (B)(6) 2017: acute deep venous thrombosis (dvt) prophylaxis. (B)(6) 2018: status post left hip replacement. Blood test revealed elevated chromium and cobalt in blood. (B)(6) 2018: status post dislocation of internal left hip prosthesis. Blood test revealed elevated chromium and cobalt in blood. (B)(6) 2020: status post recurrent dislocations of the left hip. Blood test revealed elevated cobalt in blood. Biddeford ambulance service (B)(6) 2017: impression: unspecified left leg pain biddeford ambulance service (B)(6) 2017: impression: injuries from fall from standing to left hip. Some outward rotation noted in the left leg. Left hip dislocation. Biddeford ambulance service (B)(6) 2017: impression: outward rotation and shortening and left hip deformity noted. Left hip dislocation. Biddeford ambulance service (B)(6) 2018: impression: left hip dislocation. Biddeford ambulance service (B)(6) 2019: impression: patient left leg unable to be moved on bend at knee. Left leg is shortened and rotated laterally. Biddeford ambulance service (B)(6) 2019: impression: left hip dislocation. Biddeford ambulance service (B)(6) 2019: impression: left hip dislocation. Surgical report (implantation), (B)(6) 2011: diagnosis: end-stage degenerative arthritis, left hip. Surgical report (revision), (B)(6) 2018: diagnosis: recurrent left hip dislocation. Anterior superior instability, chronic synovial inflammation, indolent infection vs. Reactive changes from metallosis. Procedure: intraoperative assessment for stability showed the hip was stable posteriorly. The hip would dislocate anterior superiorly with external rotation, traction, elevation, lateral distraction. Removal of the head, liner and shell. Trialing with a head neck length of 40/+3.5 showed she was stable posteriorly and anteriorly. Implantation of new components. 3. Product evaluation: the femoral head is still implanted; therefore, a product evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that a patient underwent an initial left total hip arthroplasty performed (B)(6) 2011, during which, the surgeon had extensive difficulty seating the final cup to keep the hip stable. Subsequently, the patient was revised (B)(6) 2018 due to metal related pathology and recurrent dislocations. A new head, liner, and shell was placed. After the revision, the patient continued to experience recurrent dislocations requiring closed reductions. No further revisions have been reported to date. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the medical records, the reported recurrent dislocations after the revision surgery performed on (B)(6) 2018 can be confirmed. The revision report dated (B)(6) 2018 showed that anterior superior instability was present until the revision. Consequently, the shell, liner, and head were replaced during the revision. Because radiographs that show the post-revision condition were not provided, the post-revision biomechanics could not be assessed. Therefore, no specific cause for the recurrent dislocations following revision performed on (B)(6) 2018 could be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that after implantation the patient continued to experience recurrent dislocations which required closed reductions under sedation.